Manufacturer narrative:
Evaluation findings of fiber tip damaged. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 2.5 mm and appeared used. The fiber coating at the tip was peeled. Examination of a magnified photo of the fiber face within the sub miniature-a (sma) connector revealed debris on the fiber face which is most likely blast shield damage from the laser unit. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was bright, clear and round with an effective transmission of 17.8%. Based on the condition of the returned laser fiber, the noted damages was caused when the laser console blast shield blew because the laser was most likely out of alignment. Therefore, the reported complaint was confirmed. Review and analysis of all available information indicated that the most probable root cause is caused by other device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the laser fiber was not aligned accurately and delivered low power laser energy. The blast shield was damaged and needed to be changed. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.